Manufacturer narrative:
MFR 3003721894-2017-00051 is associated with argus case (B)(4), corega. Corega is marketed as super poligrip in the us.

Event description:
Large amounts of product swallowed [accidental device ingestion], bleeding of oral mucosa [oral mucosa bleeding], severe retching attacks [retching], vomiting [vomiting], adhesive cream often accumulates in the throat [foreign body in pharynx], not able to remove the adhesive cream [device difficult to remove], loss of adhesion [device adhesion issue]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received gsk denture adhesive (formulation unknown) (corega) oral powder for denture wearer. The patient's past medical history included radiotherapy (of the head, cancer therapy). Concurrent medical conditions included sensitive mouth (due to radiotherapy), saliva decreased (due to loss of functioning salivary glands (radiotherapy)), denture wearer (for about 6 years; teeth removed (in course of head radiotherapy)) and dysphagia. On an unknown date, the patient started corega. On an unknown date, an unknown time after starting corega, the patient experienced accidental device ingestion (serious criteria gsk medically significant), oral mucosa bleeding, retching, vomiting, foreign body in pharynx, device difficult to remove and device adhesion issue. On an unknown date, the outcome of the accidental device ingestion, oral mucosa bleeding, retching, vomiting, foreign body in pharynx, device difficult to remove and device adhesion issue were unknown. It was unknown if the reporter considered the accidental device ingestion, oral mucosa bleeding, retching, vomiting, foreign body in pharynx, device difficult to remove and device adhesion issue to be related to corega. Additional details: the consumer stated that she has a medical history of radiotherapy of the head and a resulting sensitive oral mucosa, no saliva production, upper jaw dentures and moreover dysphagia. The consumer reported that she was not able to remove the adhesive cream without experiencing bleeding of the oral mucosa as a side effect. She moreover stated that she is suffering from dysphagia and a lack of salivary production, due to which she has to drink a lot, leading to a flushing out of the dental adhesive cream and the swallowing of large amounts of product and a loss of adhesion. Furthermore she stated that the adhesive cream often accumulates in the throat and lead to severe retching attacks and vomiting.